Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a stuck button alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer did not expose the pump to a change in altitude. The customer also reported experiencing pain from their sensor. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test. Monitored with the device communicating properly with sensor tester and the sensor transmitter. The auto mode feature activated properly. No stuck button alarms, lost sensor signal alert, sensor signal not found messages, expired messages or change sensor alerts noted during testing. No unexpected auto mode anomalies, calibration messages or enter blood glucose messages noted during testing. All buttons function properly; no damage to keypad traces and connector on electrical board was not unlocked during visual inspection.